Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right atrial (ra) lead exhibited high capture threshold. The ra lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.